Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), enlarged atrium and moderate bileaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip was deployed successfully. Within 2 minutes of deployment, it was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the posterior leaflet. Additional mitraclip was implanted successfully for stabilization. Per the physician, the slda was due to the pre-existing patient anatomy of tethered leaflets. The final mr was grade 3. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging anatomy (enlarge atrium and tethered leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.